Event description:
Boston scientific received information that this right ventricular (rv) lead was capped due to noise and out of range impedance measurements greater than 2000 ohms. There were no adverse patient effects reported. The lead was surgically abandoned and remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that, the initial reported out of range impedances were not observed. The local field representative stated there was some confusion as to what went on the out of service form that had been submitted. The right ventricular (rv) lead had exhibited noise with no other observations. All other measurements were within normal limits. There were no report of adverse patient effects.

Manufacturer narrative:
The lead was surgically abandoned and will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.